Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was removed to assess the internal battery component. Visual examination noted one of the cells appeared swollen. The cells were then separated and the voltage was measured. Premature battery depletion was confirmed and the behavior of the battery cell appears consistent with a soft short condition within the battery component. A soft short condition may be induced within the battery cell due to the presence of foreign material. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited an unexpected battery depletion. The previous measurement from six months prior was at 45 percent remaining battery life. The device was currently illustrating an end of life (eol) indicator. No resulting adverse patient effects were reported and the device was later explanted and replaced and is expected to be returned for a longevity evaluation. It was additionally reported that at the replacement procedure, the physician was unable to establish telemetry with the unit.

Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited an unexpected battery depletion. The previous measurement from six months prior was at 45 percent remaining battery life. The device was currently illustrating an end of life (eol) indicator. No resulting adverse patient effects were reported and the device was later explanted and replaced and is expected to be returned for a longevity evaluation. It was additionally reported that at the replacement procedure, the physician was unable to establish telemetry with the unit.